Event description:
It was reported that the patient's right atrial (ra) lead exhibited high capture thresholds that were continuing to rise. Therefore, the physician elected to cap and replace the lead on (B)(6) 2021. The patient was in stable condition.